Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) explained that can send data for engineering analysis since will be unable to predict replacement window without the analysis. Ts also advised to consult with physician if want to proceed with device replacement. Subsequently, this device was explanted. No additional adverse patient effects were reported.